Manufacturer narrative:
Concomitant product(s): product ID: d154awg ICD, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high impedance for approximately two years. The lead appeared to have an insulation break approximately 1 centimeter from the yoke. The lead was capped and was not replaced due to the patient's chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.